Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2026 and (B)(6) 2026, iol implant and explant dates. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s eye. Post-operatively, visual outcomes did not meet standard and the patient was unhappy, thus the iol was explanted in a secondary surgical procedure and replaced with a drn00v 17.5 iol. There was no medical intervention required during the explant procedure. Patient prognosis post lens exchange is unknown. No further information is available.